Event description:
It was reported that the implantable loop recorder (ilr) migrated. The ilr was re-implanted but had difficulty establishing telemetry with the patient assistant device. The patient was referred to their clinic to have the ilr investigated. The assistant device remains in use until the status of the ilr can be determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).